Manufacturer narrative:
H.6. Investigation summary: material #: 301746 lot/batch #: 3175389. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using the bd vacutainer® flashback blood collection needle there was leakage from the sleeve after removal of the tube from the device. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® flashback blood collection needle there was leakage from the sleeve after removal of the tube from the device. No patient impact.